Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the a1 segment of the anterior cerebral artery (aca) using penumbra coils 400 (pc400¿s). During the procedure, while advancing a pc400 through a px slim delivery microcatheter (px slim), the pc400 unintentionally detached in the patient's body. Therefore, the physician used two non-penumbra stent retriever devices to remove the detached pc00 from the patient. There was no noted damage to the px slim after removal from the patient. The procedure was completed using penumbra smart coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.